Event description:
A customer reported that a system message displayed during a vitrectomy procedure. The system was exchanged and the case was completed following a delay of greater than 15 minutes. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the power supply iii to address the reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).